Event description:
Caller states the cleaner at a medical practice facility pricked herself on a safe-t pro plus device that did not have the sterility cap on it. No medical treatment required. Caller also reported finding several safe-t-pro plus devices disassembled in the box. Requested return of suspect device.

Manufacturer narrative:
The event occurred in (B)(6).

Manufacturer narrative:
The event occurred in (B)(6).